Event description:
It was reported that particulate matter was found within the fill port of a tpn therapy bag. The particulate was found during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: actual event date remains unknown. One sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection consisted of both naked eye and microscopic inspection. No particulate matter was identified. Should additional relevant information become available, a follow-up report will be submitted.